Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device had worked fairly well but last friday after patient charged it they started leaking and by sunday they had incontinence on the way home from church before they could make it into the house. Patient reported the therapy was off and they did not know why. It had been just over a week since they had last charged. Reviewed patient may need to charge more frequently to prevent therapy from turning off. Patient has since turned it back on again and increased amplitude to 3. Initially amplitude was a little uncomfortable at this level but by this morning the patent is no longer feeling discomfort. The caller was redirected to the patient does not have a follow up with managing physician until next month. Reviewed option to call the office to ask if changing programs is permissible. If so, the patient will call back for assistance changing programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what most likely caused or contributed to the stimulation being off issue, they stated it "was on just not working well - still leaking." When asked what steps were or would be taken to resolve the issue, they replied they went to a physician assistant (pa), and an adjustment was made, but they were still leaking. The issue was not yet resolved. They later reported the cause of the stimulation being off was determined. When asked what most likely caused or contributed to the issue, they stated they did not realize that when you change the level of stimulation, it automatically turns the unit off. When asked what steps were or would be taken to resolve the issue, they stated they always checked after making an adjustment. The issue was reportedly resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.